Event description:
Customer does not require a replacement, but I felt I should report this incident. Customer was treating an osteoid osteoma with a uniblate. During the placement of the device, the 4mm tip had broken off. Ablation was otherwise seemingly successful.